Event description:
Pt had total capsulectomy of bilateral breasts. The left breast implant and capsule were submitted to pathology. There is probable implant failure with distortion of the capsule with a large fingerlike projection.